Event description:
Reporter noted capsule was vacuumed during I/a, tried to reflux, but machine would not release it. Used additional instrument to free up capsule from port I/a tip; zonules tore. An anterior iol had to be used.